Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm broke during use. No injury.

Manufacturer narrative:
Customer returned 1 wgprime5 file in autoclave bag that had separated at approximately 19mm as described by the customer. Lot number not provided. No unopened product was returned for additional testing. Failure mode - broken during use. Root cause - not determined. Conclusion code - indeterminable.